Manufacturer narrative:
The tip cover has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff claimed that arcing was observed with the use of a mcs tip cover accessory installed on a mcs instrument. However, there is no evidence that the patient was harmed or injured because of the reported issue.

Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff observed arcing involving the use of a monopolar curved scissors (mcs) tip cover accessory installed on an mcs instrument. The planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.